Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device requires replacement due to auto deflating. The implant is auto deflating and not performing consistently on inflation and deflation. The physician is well versed in device deflation and inflation and has been unable to get patient's device to perform normally and consistently. Device remains implanted and replacement has been scheduled. No other adverse patient effects were reported.

Event description:
Additional information received 11/04/2022 as follows: the reservoir is out of its space, connected to cylinders and still auto inflating. Only the reservoir will be replaced.

Manufacturer narrative:
Correction: item number, UDI number, catalogue number. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
A titan reservoir was received for evaluation. No functional abnormalities were noted with the reservoir. The information received indicated the device had auto inflation and deflation issues, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.